Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects were clogging the air/water nozzle, jet tube and connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to foreign objects clogging of the air/water nozzle, water removal ability did not meet the standard value. Additionally, failure to follow instruction likely attributed to jet-tube having foreign objects and the cause of foreign objects in the connecting tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.